Event description:
A monopolar electrosurgical cable was in use during a liver-bile duct surgery. The cable sparked and smoked at the end closest to the es generator. No injuries occurred. The damaged cable was replaced and the case was completed.